Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 550 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, stomach issues and vomiting. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin, pain medication and anti-nausea medicine. The patient was prescribed an antibiotic. The patient remains in the hospital at the time of this call.